Manufacturer narrative:
Product analysis : analysis confirmed customer comment, programmer power was intermittent. Radiofrequency (rf) head cable causing programmer shut off. Replaced rf head cable. Rf head passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency (rf) head tested out of specification during manufacturer's analysis.